Event description:
Consumer alleges she does not feel comfortable using the unit. The speed is allegedly too fast and she allegedly injured her toe and knee.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Manufacturer narrative:
The unit was speed tested at highest setting and found to be within specification at 3.8 mph.

Event description:
Consumer alleges she does not feel comfortable using the unit. The speed is allegedly too fast and she allegedly injured her toe and knee.